Event description:
Claimant alleges she sustained injuries caused by the negligent assembly of the powerchair.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.